Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial# unknown, product type: lead. The main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a trial patient. It was reported that there was settings not available message on the controller. Rep stated they were in the operating room and have placed single lead but system was going into out of regulation (oor) they can increase intensity to where the patient feels stimulation. Rep states 2 contacts are high around 6000 and 80000 ohms and the other contacts are good but around 200-3000 ohms. Rep stated they have already reseated and wiped off lead, replaced the wireless external neurostimulator (wens), replaced the lead but kept seeing the same 2 contacts are out of range. Rep stated they put lead into a different port of the wens and saw the same impedance issue. Rep tried to stim on contacts and recheck impedances but impedances did not decrease at all. Rep stated wens had brand new batteries. Rep attempted turning stimulation down to 0.0 ma and increasing again prior to the call with no resolution. Rep attempted testing with several different electrodes (--++) with 300 pulse width and 30 rate but kept hitting oor at different intensities. Rep indicated device kept going in and out of oor and went out of oor when they checked impedances. Had caller simplify programming and change pulse width to 200 but they then saw oor at 2.8 ma. Rep programmed electrode that had lower impedance but still ran into oor at 4.8 ma. It was reviewed that it would be up to health care professional (hcp) if they may want to close patient and impedances more time to normalize. On 2018-mar-20 e1 (rep): additional information was received from the manufacturing representative (rep). It was reported that patient is currently still in trial. They replaced an external neurostimulator and lead. It was a one lead trial. On the tablet he was unable to reach threshold for stimulation due to oor with every possible settings. Rep was unable to increase intensity to get past oor. The impedance in recovery did come down and they were able to reach stimulation threshold, unfortunately they had to open and discard the external neurostimulator one trial lead. No further patient symptoms or complications were reported in this event.